Event description:
The reporter stated that the pt's device read 225 mg/dl. Pt had hypoglycemic symptoms and the emt's were called. Upon arrival the emt's checked her glucose at 37 mg/dl. She was given a tube of something and orange juice.